Event description:
It was reported that the pump exhibited error code 46828. There was unknown patient involvement, and unknown patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a degraded (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. All tests passed within specifications. The service history review had no indication that the complaint was related to a service of the device within the review period.